Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 18 atmospheres, the balloon ruptured. The procedure was completed successfully and there were no patient complications reported. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The balloon was inflated at 12 atmospheres for 20 seconds. However, during the second inflation at 14 atmospheres for 25 seconds, the balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 18 atmospheres, the balloon ruptured. The procedure was completed successfully and there were no patient complications reported.